Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that two days after initial implant, this patient presented to the emergency room due to syncope. Review showed that periods of asystole lasting up to ten seconds had occurred. There was also a pacemaker mediated tachycardia (pmt) episode that appeared to be inappropriate. It was determined that the patient had not been wearing his sling and had been using his arm shortly after surgery. Evidence reasonably suggests that this may have lead to dislocation of this right ventricular (rv) lead. A revision procedure was performed and this rv lead was repositioned. No additional adverse patient effects were reported.